Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information was provided. An unknown screw and unknown head was returned for evaluation. Visual inspection identified scratches on the devices. A slight damages on the threads of the screw were visible. No other evaluations can be made as the device details are unknown. Additional information does not change the root cause of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This MDR was previously reported on 0001822565-2020-01007. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-02246.

Event description:
It was reported that a patient underwent an elbow arthroplasty on an unknown date. Subsequently patient was revised approximately 7 years later due to the screw (from explor stem) and explor radial head disengaging. Sales rep stated the procedure took about 30 minutes longer to remove the screw from the arm. New screw and head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.